Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe had broken barrel. Customer¿s verbatim: ¿broken barrel in ll syringe (302135). Guessing lot number : 8212282. The actual item is discarded and only the same lot number information is received."

Manufacturer narrative:
H.6. Investigation: unable to confirm the barrel damaged as no returned photo and sample for evaluation. Therefore, root cause could not be determined. A DHR could not be performed as a lot# was not returned.

Event description:
It was reported that bd luer-lok¿ syringe had broken barrel. Customer¿s verbatim: ¿ broken barrel in ll syringe(302135) guessing lot number : 8212282 the actual item is discarded and only the same lot number information is received. ¿